Event description:
Customer's mom reported her daughter had elevated blood glucose (264 mg/dl) at 10:40 pm, so she bolused 1.4 units of insulin. At 1:15am, her bg was 309 mg/dl and administered a 1.3 unit bolus. Her bg was 400 mg/dl at 3 am, so she deactivated the pod. The pod was worn on her "buttocks" and stated the cannula appeared bent when pod was removed. Pod was not returned for eval.

Manufacturer narrative:
A bent cannula has the potential to restrict insulin delivery and may result in hyperglycemia. However, since the pod was not returned we cannot confirm any product malfunction that may have contributed to the customer's hyperglycemia. Product lot qualification record were reviewed and determined to have met all acceptance criteria. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Noticing that the cannula appears different early on, allows the user to take the appropriate action and reduces the duration of elevated blood glucose levels. The user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of an hcp. If ketones are not present, take a correction bolus as prescribed by an hcp. Check blood glucose again after two hours. If bg levels have not deceased then take a second bolus by injection, using a sterile syringe. If bgs remain high after a total of 4 hours then replace the pod and contact an hpc for guidance.